Manufacturer narrative:
The customer's report was observed and attributed to a broken off main knob. The main knob was replaced to resolve the report. It could not be firmly established how the knob broke off. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to switch modes. Complainant did not indicate that there was any patient involvement in the reported malfunction.